Event description:
Device 2 of 2: reference MFR report: 1627487-2011-09026. The pt received the scs system (off-label) on (B)(6) 2010. It was reported that the pt's stimulation pattern has changed. Pt no longer had coverage in the desired area. A medical intervention to reposition the lead was performed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.